Event description:
The customer reported that the insulin pump squirted insulin during the manual prime. Troubleshooting was performed. The customer stated that he has connected the infusion set to his body and disconnected from the quick release. Explained the customer that he needs to have the whole infusion set in one piece to prime and fill the cannula correctly. The customer stated that the insulin kept exiting after the motor stopped, and the display was not showing the numbers. Days later, the customer called back and stated that he went to the emergency room due to high blood glucose and the customer was not wearing the insulin pump at time of the admission. The blood glucose reading was 452mg/dl. The customer stated that he was treated with manual injections and released. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.